Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
Based on the 20 pages of medical records information it appears that this (B)(6) female caucasian esrd patient started peritoneal dialysis therapy on (B)(6) 2013. On (B)(6) 2015, the patient presented to an emergency room with abdominal pain, right mid back pain, nausea, vomiting, effluent showed evidence of leukocytosis, and the patient was admitted to the hospital and diagnosed with peritonitis. The pd effluent was cultured and grew staphylococcus epidermidis, also showed growth of gram-positive cocci that was oxacillin resistant. The peritonitis was treated with fortaz (ceftazidime), ancef (cefazolin), then to vancomycin 2gm every four days for three weeks. On (B)(6) 2015, the patient was discharged from the hospital. There was no documentation in the medical record supporting a possible association between the delflex pd solution, liberty cycler, and the event of peritonitis. The serious event of peritonitis is considered an expected event. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis. The peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the devices MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support,while in the hospital for peritonitis. Upon follow up w/the patient's pd nurse, she confirmed the patient was admitted to the hospital on (B)(6) 2015 for peritonitis which was caused by touch contamination. The patient is currently doing well w/an anticipated discharge date of (B)(6) 2015, and remains w/the ccpd program. The patient's medical records were requested.